Event description:
Philips received a complaint by the customer on the v60 indicating that a high blower temperature error occurred. The device was in use on a patient at the time of the reported issue was discovered; however, there was no harm to the patient or user. It was reported a high blower temperature error occurred. This investigation is ongoing.

Manufacturer narrative:
E1: reporting institution phone #: (B)(6). Reporter phone #: (B)(6).

Manufacturer narrative:
It was reported a high blower temperature error occurred. The unit was sent to the service center. At the service center, the reported issue was confirmed via confirmation of the error code in the event log. The blower assembly was replaced to resolve the reported issue. The service center replaced the blower assembly to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.